Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned for analysis. Final analysis found that the outer coil was compressed / damaged at 5.3cm from the distal tip. He reported event was isolated to the breach of the inner insulation and exposure of the coil in the abrasion zone was due to external forces.

Event description:
It was reported that the patient presented remotely via (B)(6). Transmission revealed that the right ventricular lead exhibited noise oversensing which resulted in under pacing/pacing inhibition. Programming changes were made. The patient was stable.

Event description:
New information notes that the physician elected to explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
Correction: missing explant date d6b.